Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Test infusion set/p-cap locks in properly. Device received with faded serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown. Customer reported that the display did not returned. Customer reported that contacts on the battery cap was neither missing nor damaged. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.